Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. This case was cross referenced with cases: (B)(4) (cluster). This spontaneous case from united states was received on (B)(6) 2017 from other healthcare professional this case concerns a (B)(6) year old male patient who initiated treatment with synvisc one and after an unknown latency was unable to put weight on injected knee, unable to walk, had large effusion and severe swelling on injected knee. Also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc one injection once at a dose of 6 ml for bilateral knees osteoarthritis (batch lot number: 7rsl021; expiry date: 31-may-2020. On an unknown date, after an unknown latency patient was unable to put weight on injected knee, unable to walk, had large effusion and severe swelling on injected knee. Corrective treatment: not reported for large effusion and device malfunction; unspecified for rest of the events. Outcome: not recovered for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 22-nov-2017. This case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Event of device malfunction was added. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow-up dated 22-nov-2017: this case concerns two patients who has received synvisc one injections from the recalled lot and later had weight bearing difficulty, unable to walk, knee pain and swelling. The event is temporally related with the device. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.